Event description:
The customer contacted the abbott customer technical advocate (cta) on 12/04/06 regarding discrepant hemoglobin (hgb) results generated by the cell-dyn 1800 analyzer. On 11/27/06 the cell-dyn 1800 generated a hgb result of 7.7 g/dl. The patient was given a blood transfusion based on the results. Subsequent testing on 11/29/06 generated a hgb of 18.4 g/dl.

Manufacturer narrative:
The customer technical advocate (cta) determined that maintenance was not up to date on the cell-dyn 1800 analyzer. The customer stated that they run the autoclean monthly rather than weekly and that the lyse inlet tubing is not cleaned (monthly maintenance). The cta discussed with the customer that patient samples are to be run after 20 minutes at room temperature. The cta faxed the instructions for correct mixing of the sample and discussed sample mixing, handling and storage. Upon review of the patient data the cta noted that the results had r flags. The cta referred the customer to the operator's manual for flagging and cautioned them not to release patient results with flags until they are verified. Field service was sent to the account and performed a calibration and instructed the account on proper mixing technique. Field service had also been sent to the account for qc issues. A multi-point inspection was performed. The fsr adjusted a kinked detergent line, lubricated the syringe drives and solenoids, and adjusted the rbc count times and vacuum level. In addition, the dilution cup was cleaned and the pull ring on the solenoid was adjusted. The instrument was verified by running controls. The fsr noted good wbc and hgb recovery. In addition, a review of the complaint analysis trending system (cats) and the trending analysis support system (tass) was performed and no adverse trends were identified. This is the final report.